Event description:
It was reported that during cystourethroscopy and urethroplasty, the foley catheter bulb was deflated and there was resistance met during attempt to remove and then bulb was further deflated, resistance persisted. The bulb was inflated and deflated again with saline and despite the use of lubricate, it was difficult to remove. This resulted in a thin rim noted to be present after removal and superficial laceration along posterior edge of the urethral meatus. This area required repair using interrupted stitches parallel to the lumen of the urethra.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be could be to thin sac could cause poor shape/ baggy sac & non- concentric balloon. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during cystourethroscopy and urethroplasty, the foley catheter bulb was deflated and there was resistance met during attempt to remove and then bulb was further deflated, resistance persisted. The bulb was inflated and deflated again with saline and despite the use of lubricate, it was difficult to remove. This resulted in a thin rim noted to be present after removal and superficial laceration along posterior edge of the urethral meatus. This area required repair using interrupted stitches parallel to the lumen of the urethra.